Manufacturer narrative:
Visual inspection of the driver revealed physical damage to the display cover, fan cover and potentiometer cover screw. The observed damage aligns with the driver being subjected to an impact shock. The driver's alarm history was reviewed and revealed an alarm fault code 2b, which is an alarm typically produced as a result of an impact shock or sudden movement which causes a power miscommunication problem and a detected change in voltage. The driver in "as received" condition passed all test requirements associated with normotensive and hypertensive settings. Additionally, a beat rate functionality test was performed due to the customer-reported issue of decreased pumping action and observed damage to the potentiometer cover screw. The driver performed as intended as no stalling, hesitation, slowing down, or any abnormal or sudden changes in beat rate or driver performance were observed during this test. The customer-reported issue could not be reproduced during investigation testing and there was no evidence of a device malfunction. The root cause of the customer-reported issue cannot be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4923 follow-up report .

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The patient's wife indicated that the driver was pumping "more quiet" and the patient felt the driver was providing "30%" less output. The customer also reported that the patient did not feel well when the alarm occurred but felt better after he was switched to a backup driver and there was no permanent impact to the patient's health.